Event description:
It was reported that the tip of the shaft of the permanent cautery hook instrument is scratched and has gouges. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found a deep scratch parallel to tube axis that extends approximately .654" from the intersection with the proximal clevis where material was removed. Based on the location and appearance, the damage was most likely caused by instrument collisions. Engineering also observed that the luer plate is dislodged from chassis and is sticking out of the chassis. The chassis feature which retains luer plate is broken at the outer wall. The chassis most likely broke from an application of a non-axial force at the flush port. The breakage most likely occurred due to mishandling/misuse during cleaning the process. Electric continuity passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.